Event description:
Kleenspec vaginal specula illumination system was used as a light source for illumination without the plastic speculum. The light bulb becomes warm, to hot to the touch at the tip of the bulb while the sides remain cool to touch providing no indication the bulb gets as hot as it does.